Event description:
Patient reported "leak" and "disproportion". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Deflation.